Event description:
It is reported that while trying to mix the bone cement with stryker's mixing bowl; the bone cement kept balling up instead of mixing together. This happened 3 times with the same lot number of cement.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.